Event description:
It was reported that during an unknown procedure, the clamp doesn't staple although it cut a hepatic vein. There was 1500 ml of bleeding. Consequences have been controlled by the combined work of the team of surgery and anesthesia limiting postoperative impact. Would not staple.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what the patient given any blood products? If so how much was the patient given? Was the post-op care changed for the patient? If so please explain.

Manufacturer narrative:
(B)(4). Additional information: lockout spring tab. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The reload (a) was received fully fired and in good visual conditions. Cartridge (b) tr45w, l54767 was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.